Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a routine device exchange, crosstalk was noted on the atrial channel due to suspected faulty lead connection with a non-sjm lead. The atrial pacing was disabled and the patient was in stable condition.